Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2017 with the following findings: a review of the pump history showed no evidence of a battery life issue; one low battery warning was observed due to normal battery wear. The battery compartment was cracked on the side from threads to the cover. Moisture corrosion was observed in the battery compartment. A leak test revealed battery compartment leak. The returned battery cap fully secured to the pump; no power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of damage or moisture ingress was observed. The complaint of a battery life issue not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.